Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventative maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 08/28/2003 and has no repair history at zimmer surgical. Eval of the device determined that the comb was bent. A test mesh and calibration could not be performed due to damage of the comb. Neither the ratchet nor the cutters were returned with the device. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. According to the instructions for use, the zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin garft mesher had a bent comb. Add'l clinical follow up with the reporter indicated that the device was observed to have pry marks. It was further reported that the graft was not damaged and the graft was able to be used. There was no report of patient harm. Another device was retrieved for use during surgery and surgery time was extended a few minutes.